Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site and subsequently the device was explanted (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device currently unavailable.